Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. Upon investigation of the needle mechanism, no defects, damages or defects were found that may contribute to a malfunction. The device ran for 364 pulses and then was deactivated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 380 mg/dl while wearing the pod between 4 and 24 hours. Patient also had large ketones. After realizing elevated bg levels, patient's mother found the pink slide did not move forward as intended; this is indicative of a needle mechanism failure. As treatment, a correction bolus was delivered and a new pod was applied.